Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e: initial reporter full phone no. (B)(6).

Event description:
The complaint/event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. Leakage of an unspecified medication/infusate was reported under the white flow regulator during infusion. There was patient involvement, but no patient harm in the event. There was no unprotected drug exposure and no impact to the patient or healthcare provider.